Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k3e 5.4mg plus blood collection tubes exhibited clotting. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for clotting with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clotting as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k3e 5.4mg plus blood collection tubes exhibited clotting. No serious injury or medical intervention was reported.